Manufacturer narrative:
Correction: the reportable aware date and serial number were incorrectly reported in the previous report. The reportable aware date should be reported as 29 nov 2022. D4 - additional device information and h4 - device manufacture date have also been corrected.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of post-paced t wave oversensing recorded by the pulse generator. No interventions were made. There were no patient consequences.